Event description:
Six month follow up exam noted a distal type I endoleak on the contralateral side. The physician believes that the graft pulled up due to anatomical changes over time. A converter and an iliac leg graft were placed to exclude the hypogastric artery and resolve the endoleak. The leak was resolved.